Event description:
It was reported that the customer experienced a blood glucose (bg) level that displayed as "high", specific value was not provided. Cause of bg level was not known. Customer went to the emergency room and was subsequently admitted to the hospital. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.